Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have issues with partial display. The customer's blood glucose level was between 70mg/dl and 80mg/dl. The customer states the display is missing parts and the transmitter is no longer changing. The customer states their levels had gone up between 200mg/dl and 300mg/dl. The customer was assisted in contacting the proper channels to conduct pump replacement. No further assistance provided at this time.